Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise during the implant procedure. The setscrews were checked, but the noise remained. The device was removed and a second crt-d was implanted. Noise was again observed and the setscrews were checked. Technical service advised that one of the setscrews may not be tightened. A loose setscrew was tightened and the noise was resolved. This device remains in service. The attempted crt-d has not been returned for analysis. Guidant received additonal information that approximately 3 months post implant, this crt-d and transvenous implantable lead exhibited oversensing of noise resulting in pacing inhibition. The patient is pacer-dependent, but did not experience syncope. The noise cannot be reproduced.